Manufacturer narrative:
The customer reported that the unit failed to recognize the battery and would unexpectedly shut down. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit failed to recognize the battery and would unexpectedly shut down.